Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced resistance while attempting to fill the cartridge with insulin. Reportedly, the customer was able to fill the cartridge, however, insulin then began leaking from the cartridge. There was no reported impact to customer's blood glucose level. The customer changed the pump supplies and successfully resumed insulin delivery.